Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the rn programmed the pump to infuse a 4 gram (309ml) bolus of magnesium over 20 minutes then to infuse at 2 grams thereafter. The rn was present when the bolus ended and when the pump went directly to a rate of 2ml/hr instead of 2 grams (50ml/hr) as expected. She then reprogrammed the pump to 35ml/hour instead of using the drug program. There was no patient harm.